Event description:
Information received indicates the bed exit will not alarm.

Manufacturer narrative:
The technician isolated the issue to the communication assembly and the interface board. He replaced the communication assembly and the interface board to repair the bed.